Manufacturer narrative:
One lens for lot number b00kj5g was returned in an open blister. The parameters of the lens were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No abnormalities were observed on the visual exam. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
Infection, bacterial, conjunctivitis, pain, red eye(s), irritation, itching, discomfort, discharge, no testing methods performed, no results available since no evaluation performed, unable to confirm complaint, device not returned, contact lens, not applicable.

Event description:
On (B)(6) 2016 a call was received from a patient (pt) reporting that he/she has been using acuvue oasys brand contacts lenses for nine years. The pt reported that he/she does not sleep in the lenses and only wears the lenses no longer than two weeks. The pt reported that he/she had four od lenses that caused irritation and discomfort. The pt reported that he/she "would attempt to wear the lens, his/her symptoms would get worse over the day and he/she would experience pain and discomfort." The pt also reported that his/her eye was uncomfortable and very red after removing the suspect lens. The pt reported that he/she did seek medical attention and was diagnosed with pink eye ou. The pt reported that he/she was prescribed eye drops, but could not recall the name of the eye drop. The pt also reported that his/her eyes are currently fine. The pt reported that he/she uses a hydrogen peroxide and multipurpose solution to disinfect the lenses. On (B)(6) 2016 a call was placed to the pts treating physician and additional information was requested. On (B)(6) 2016 the pts medical records were received and the additional medical information was obtained. This report is for the pts od event. The pts os event is captured under separate report. Medical records summary: received (B)(6) 2016. Date of visit: (B)(6) 2016. Chief complaint: both eyes are affected. This is a new problem. The current episode started in the past 7 days (3 days). The problem has been waxing and waning. The injury mechanism was contact lenses (she put a new pair of contacts in 3 days ago and one was bothering her. She touched her eye a lot at work and thinks this is how she got an infection. She wears contacts. Associated symptoms include an eye discharge (crusting), eye redness (improving), itching and recurrent uri (last week). Pertinent negatives include no blurred vision, double vision, fever, foreign body sensation or photophobia. Treatments tried: she is wearing her glasses instead of the contacts. The treatment provided mild relief. Review of symptoms: constitutional: negative for fever and chills hent: negative for congestion and rhinorrhea eyes: positive for discharge (crusting), redness (improving) and itching. Negative for blurred vision, double vision, photophobia, pain and visual disturbances respiratory: negative for cough neurological: negative for headaches objective: bp: (B)(6); pulse: (B)(6); temp (B)(6) f; resp: (B)(6); ht: (B)(6); wt: (B)(6); bmi: (B)(6); spo2: (B)(6). Physical exam: constitutional: she is oriented to person, place, and time. She appears well-developed and well-nourished. No distress; head: normocephalic; right ear: external ear normal; left ear: external ear normal; nose: normal; mouth/throat: oropharynx is clear and moist; eyes: pupils are equal, round, and reactive to light. Right eye exhibits discharge (watery). Left eye: exhibits discharge (watery) bilateral conjunctiva are mildly injected with watery drainage. No foreign bodies noted. Lids everted. Fundoscopic exam normal bilaterally ; neck: normal; pulmonary/chest: effort normal; musculoskeletal: normal; neurological: alert and oriented; skin: warm and dry; psychiatric: normal assessment: the encounter diagnosis was acute bacterial conjunctivitis of both eyes. Plan: 1. Acute bacterial conjunctivitis of both eyes; bacterial conjunctivitis; polymyxin b sulf-trimethoprim (polytrim) 10,000 unit - 1 mg/ml drop. Patient instructions: pink eye is contagious until you have been on antibiotics for 24 hours. Use antibiotic drops as directed. Clean off any eye mattering with a warm wash cloth, you may use (B)(6) shampoo as well as to remove thicker crusting on the eyelashes. Try not to touch your eye, and if you do touch your eyes, wash your hands immediately. Change your pillowcase and washcloth once you have been on antibiotics for at least 24 hours. Clean any commonly touched surfaces (door knobs, refrigerator door, sink handles, etc) with an antibacterial cleanser or spray to avoid infecting other people at home/work. Throw away any make up that has come near your eye. Home care: use prescribed antibiotic eye drops or ointment as directed to treat the infection; apply a warm compress (towel soaked in warm water) to the affected eye 3-4 times a day. Do this just before applying the medicine to the eye; use a warm, wet cloth to wipe away crusting of the eyelids in the morning. This is caused by mucous drainage during the night. You may also use saline irrigating solution or artificial tears to rinse away the mucous in the eye. Do not put a patch over the eye; wash your hands before and after touching the infected eye. This is to prevent spreading the infection to the other eye, and to other people. Do not share your towels or washcloths with others; you may use acetaminophen or ibuprofen to control pain, unless other medicine was prescribed; do not wear contact lenses until your eyes have healed and all symptoms are gone. Follow-up care: fu with your healthcare provider, or as directed. When to seek medical advice: call you healthcare provider right away if any of these occur: worsening pain; increasing pain in the eye; increasing swelling or redness of the eyelid; redness spreading around the eye. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kj5g was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.